Manufacturer narrative:
Product event summary: the partial lead in segments was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced for fracture as evidenced by high lead impedance that triggered a lead impedance warning. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.